Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle in order to power on. The display would flash a couple of times and then the device would power off. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.